Manufacturer narrative:
The product was not returned. We are unable to determine if any product malfunction or other product condition could have contributed to the reported hypoglycemia and hospitalization. Qualification records were reviewed and the product lot met all acceptance criteria. The omnipod's user guide warns to "test results below 70 mg/dl mean low blood glucose (hyperglycemia). If you get results below 70 mg/dl, but do not have symptoms of hypoglycemia, repeat the test. If you have symptoms or continue to get results that fall below 70 mg/dl, follow the treatment advice of your healthcare provider," and it advises "hypoglycemia can occur event when a pod is working properly. Never ignore the signs of low blood glucose (no matter how mild). If left untreated, sever hypoglycemia can cause seizures or lead to unconsciousness. If you suspect that your blood glucose level is low, check your bg level to confirm."

Event description:
The patient's father called to report his son was hospitalized for low blood glucose reading of 37 mg/dl. There were no additional bg levels, treatment or history provided. Attempts were made to reach the father to obtain additional information about the event, but there was no answer, so a voice message was left to call us back.